Manufacturer narrative:
1.DHR review was not performed as the lot number is unknown for this complaint. 2.the customer returned a defective sample. It can be seen from the sample that the catheter has completely separated from the metal wedge, as shown in the attached photos 1 and 2. 3.lot number unknown, we can not perform retain sample inspection. Cause analysis. According to customer feedback, the patient pulled out the product by himself, then the nurse later found that the catheter was missing, so the complaint could not be confirmed to be related to product quality. In summary, because the product batch number is unknown, DHR investigation and sample testing cannot be performed. According to customer feedback, the patient pulled out the product by himself, then the nurse later found that the catheter was missing, so the complaint could not be confirmed to be related to product quality.the factory will continue to pay attention to and monitor the trend of defect complaints.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24gax0.75in qsyte-capy nopvc catheter broke separated. The patient pulled out the indwelling needle by himself, and the nurse found that the hose was missing during the ward round. Due to physical reasons, the patient could only do an ultrasound examination, but no broken tube was found. It is currently impossible to confirm whether it is broken inside the body or outside the body.